Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the error e100 and e117 were not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: top cover is deformed. Due to expired life expectancy of battery, the wrong time is displayed. Based on the results of the investigation, the root cause of the error codes could not be determined as they were not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
E10 correction to e100. This report is being submitted for the the customer reporting that the visera 4k uhd camera control unit exhibited communication error e100 and e117.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, prior to procedure, the visera 4k uhd camera control unit exhibited communication error e10 and e117. There was no harm or user injury reported due to the event.